Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for investigation in used condition. The motor was activated and the device went into error code 1814. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced in order to correct the product problem.

Event description:
Information was received that incident did not occur while in use with a patient.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 displayed error code 1814. No patient injury or complications were reported in relation to this event.